Event description:
The cannula accessory was returned as part of a field removal action. No patient harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA. These reports only pertain to the field removal action from this specific site: #2955842-2007-00067, #2955842-2007-00076, #2955842-2007-00077, # 2955842-2007-00078

Manufacturer narrative:
The cannula accessory was evaluated. Engineering observed that the cannula accessory had a burr located approximately two inches from the distal tip. It was determined that the burr may potentially remove material from an instrument during use.